Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s father, on approximately (B)(6) 2025, the patient had high blood glucose readings caused by inaccurate cgm readings. No blood glucose reading was reported from the event, and at an unknown time the cgm reading was high. The patient experienced high ketones, but no further symptoms were experienced. The patient arrived at the hospital at 01:00am and was treated with intravenous insulin and saline. The patient was discharged the day after, at 01:00pm. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient passed out. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. According to the patient¿s father, on approximately (B)(6)2025, the patient had high blood glucose readings caused by inaccurate cgm readings. No blood glucose reading was reported from the event, and at an unknown time the cgm reading was high. The patient experienced high ketones, but no further symptoms were experienced. The patient arrived at the hospital at 01:00am and was treated with intravenous insulin and saline. The patient was discharged the day after, at 01:00pm. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient passed out. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5 describe event or problem - correction. B6 relevant tests/laboratory data - correction. H2: correction.